Event description:
Upon placement of a central catheter that had been therapeutically placed in a female patient, the catheter leaked. The complainant was unable to definitively report the event date, but did report that the event did occur on either 13 february 2006 or 14 february 2006. The device was successfully replaced and the complainant reported that there were no adverse affects on the patient as result of the reported problem.